Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 ipgs; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: proclaim¿ 5 elite implantable pulse generator, model: 3660, UDI: (B)(4), serial: (B)(6).1, batch: t00006380.